Event description:
It was reported via implant card that high impedance was seen post-replacement of generator planned due to battery depletion. Preoperatively the generator was at end of service pulse disabled condition so impedance was not available. They double checked pin insertion and interrogation in and out of pocket still showed high impedance the lead was not replaced during this surgery. No further relevant surgical intervention has occurred to date. No further relevant information has been received to date.